Event description:
Information was received indicating that this ambulatory infusion pump failed flow testing. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating this observation occurred during product maintenance testing. There was no patient involvement. One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the event log had no related findings. Functional testing included accuracy testing. The delivery accuracy tests found the pump to be well within the published specification of +/-6%. Based on the evidence, the complaint was unable to be confirmed.